Manufacturer narrative:
(B)(4). A visual examination of the complaint device showed no evidence of issues or any defects. A functional evaluation was performed; the device was able to be inflated and deflated without issues. Based on the condition of the returned device, the reported defect of deflation failed was not confirmed; however, this failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a biliary stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the balloon was noted to deflate significantly slow. Reportedly, the balloon eventually deflated. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported as "no patient injury".